Event description:
It was reported that a small volume intermate leaked at the blue winged luer cap. This was noted after filling of the device with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device is an infusor not intermate as originally reported. The lot was manufactured february 17, 2014 to february 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter healthcare ltd compounding unit should additional relevant information become available, a supplemental report will be submitted.